Manufacturer narrative:
Concomitant products: synchro soft 0.014 in, prowler select plus. (B)(4). Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by the re-act study, the revive se (frs21452299/t10082) failed to remove the thrombus from patient (B)(6). The patient had presented with clinical signs consistent with acute ischemic stroke with nihss 17, and CT showed right internal carotid and right middle cerebral artery (m1) thrombus. There were 3 passes of the revive se to reposition the device, and the basket was then pulled up to the intermediate catheter and both removed together through the primary guide. There were no technical complications or patient adverse events. Pre-procedure tici was 0 and post revive tici was 0. According to the investigator, vessel tortuosity for stent trackability may have contributed to the revive se not being able to remove the clot. The revive se was used and deployed as per the IFU. After use of a trevoxp stent retriever and penumbra 5 max pump aspiration device, the final tici was 2a. The revive se malfunction was considered moderately severe, but not serious and related to device and procedure, possibly related to underlying disease. The event resolved without sequelae on the day of the procedure. The device was discarded.